Manufacturer narrative:
The manufacturing batch record review confirmed that the devices met all material, assembly and performance specifications. It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient death occurred. The patient was treated with therasphere radioembolization. Post procedure there was an initial improvement in carcinoid symptoms, however, the patient expired the next day. The patient was in a very advanced stage of disease and all other treatment options had been exhausted. The cause of death is unknown.